Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 3.9, lab: 6.1. Date: (B)(6) 2010, inratio: 2.9. Lab: 3.5, coagucheck: 2.5. Patient has been on coumadin for 3 years. Patient's target therapeutic range is 2.0-2.5.

Manufacturer narrative:
Investigation pending.